Manufacturer narrative:
Per -4189 final report. Additional information, including part no. And lot code of the reported cup, information on any other corin devices implanted at primary, length of the discrepancy, pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, whether the patient experienced any falls / slips post primary surgery, whether the patient followed correct post-op protocol after the primary procedure, when the leg length discrepancy was identified and an udpate on the patient post revision has been requested in order to progress with the investigation of this event. However, not all information could be provided and thus the scope of this investigation was limited. Pre-revision x-rays were provided. Our review suggests that more bone could have been removed from the resection level which would have shortened the leg slightly, the size seems accurate and the centre of rotation for both sides also seem to be on the same level. Based on the available information, the event could be related to the procedure but this cannot be confirmed and the root cause remains undetermined. This case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity cup due to a 12mm leg length discrepancy after 2 years and 2 months. It is unknown what other devices have been revised.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including part no. And lot code of the reported cup, information on any other corin devices implanted at primary, length of the discrepancy, pre revision x-rays, operative notes, patient age, patient activity level, patient medical history, whether the patient experienced any falls / slips post primary surgery, whether the patient followed correct post-op protocol after the primary procedure, when the leg length discrepancy was identified and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity cup due to a leg length discrepancy. It is unknown how long the device was in situ or what other devices have been revised.